Event description:
Reported due to thrombus resulting in surgery. Physician attempted arteriotomy closure of the brachial artery after renal angioplasty. The procedure was performed via the left arm and hemostasis was achieved without any issues. Thirty (30) - forty (40) minutes after the procedure, while in the post-procedure recovery area, the pt began to experience pain in the left arm and hand. It was reported that the pt's arm began to "shut down." A vascular surgeon was consulted and the pt was immediately taken to surgery. The pt was found to have a thrombus in the left arm; the exact location was not provided. Surgery involved a resection of the thrombosed artery with a vein graft. On an unspecified date, the pt was discharged to home. Although requested, no additional information was provided.